Manufacturer narrative:
Our quality engineer inspected the photographs and sample for evaluation. Your report of a leak was confirmed from the circumstantial evidence of the returned sample. Although the IV catheter was not returned for investigation, blood residue was observed within the opening of the grip, which suggests that blood leaked from the IV catheter. The reported issue of the needle retracting 1/2 way was not confirmed upon functional testing. Six photographs and one fully retracted needle from an 18g insyte autoguard device was provided for investigation. The needle was extended from the shield and the safety mechanism was reset. After activating the safety mechanism, the needle instantaneously retracted. As the IV catheter was not returned for investigation, the cause of the leak and the reported retraction issue could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
When retracting the IV needle via the safety button it only retracted 1/2 way, and it almost pulled the catheter out with it. Blood gushed out of the IV catheter all over the patient, bedding and staff. Needle was able to be removed manually and safely. Bleeding was controlled. The safety valve did not work correctly. Event date: 8/12/2025. Quantity affected: (B)(4) ea. Was there injury? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.